Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2420-0500 and lot# 23103048 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03oct2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Describe the event or problem: primary IV tubing set up for infusion of an antibiotic. Upon starting the medication in the alaris pump, registered nurse (rn) noticed primary tubing had moisture and was dripping on the outside of the tubing. Infusion was paused and tubing inspected. Rn observed a small hole in the primary tubing that is enclosed in the pump. A new IV setup was obtained and infusion restarted.